Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the lot 3926176 conformed to the specifications when released to stock. Failure analysis -the position of the cam when valve was received was on setting 140 mmh2o. The valve was visually inspected; no defect was noted. The valve was visually inspected; no defect was noted. The valve passed the test for occlusion, leak and reflux. The valve was not pressure tested. The valve failed the test for programming. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the motor. Traces of corrosion have been identified on stator. A visual control magnetizing engines was done; a normal polarization was noted. Root cause analysis - the root cause for the problem reported by the customer could be due to the corrosion of the mechanism linked to the accumulation of biological debris which has weakened and destroyed the mechanism. The root cause for the programming issue is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported a hakim valve (ID 823162) was implanted via ventriculoatrial (va) shunt on an unknown date with an unknown setting. The valve was used with a ventricular catheter (ID 823041), and no issue was reported with the catheter. Cerebrospinal fluid overdrainage occurred, and the patient developed slit ventricle syndrome. The pressure setting was 80mmh2o at that time. The patient was hospitalized, and the setting was changed to 100mmh2o. Due to the recurrence of hydrocephalus, the pressure setting was changed to 90mmh2o. The patient¿s condition stabilized, so he/she was discharged. Then, the patient was hospitalized again due to the recurrence of hydrocephalus. The patient¿s condition improved without changing the pressure setting. The doctor assumed that the device was having pressure setting alteration issues. The device was explanted and replaced with a new device on (B)(6) 2025. Based on the information provided, it is unknown if the patient presented signs and symptoms due to slit ventricle syndrome. It is also unknown if the catheter was removed or replaced.